Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The psu was replaced to address the issue. The device was deemed beyond repair and scrapped per the customer's request. Resmed reference#: (B)(4).

Manufacturer narrative:
Visual inspection of the power cord revealed the connector was physically damaged. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical abuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of this incident.